Manufacturer narrative:
According to the information provided, the patient experienced rupture on the right breast. As per confirmation from the product analysis laboratory (pal), in (B)(4), we have received device that was not manufactured by mentor products. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a mentor gel implant and experienced breast implant rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 300cc on (B)(6) 2018. This is a follow-up for psr reference number (B)(4). During investigation it was noted that the complaint device was a non-mentor product. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation.